Manufacturer narrative:
Carefusion file identifier: (B)(4). Should any additional information be received by the customer then an additional report will be submitted. Device evaluation: the carefusion factory service department received the suspect device. The device was evaluated and the reported issue was confirmed. It was found that the cable assembly lcd (liquid crystal display) was loose, causing the display to dim, intermittently. As a resolution to this issue, the front panel was replaced and the loose cable was re-connected. The device was tested and met manufacturer specifications. The carefusion failure analysis department evaluated the suspect component but could not duplicate the reported issue nor identify a root cause at this time.

Event description:
The customer reported that the display on this infant flow sipap device was dimming intermittently when touched and the display was shifting to the left. There was no patient involvement associated with this reported issue.